Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was admitted to the hospital after receiving several inappropriate shocks. Upon device interrogation it was determined that inappropriate therapy was the result of right ventricular lead over-sensed noise. The patient was scheduled for lead revision, and the lead was capped and replaced on (B)(6) 2021. The patient was in stable condition.